Event description:
It has been reported to philips that there was no power to the control module. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis of planned vascular procedure, and was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the control module has no power. The philips fse analyzed the log file which showed ui module warnings starting at: 19-oct-2023 14:29 leading to malfunction, which likely caused power loss to the ui module. Upon inspection, the fse determined that the power distribution unit (pdu) has no power output. The fse replaced the pdu dc module. After replacement of the pdu dc module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.